Event description:
One endeavor sprint rx drug-eluting sent was implanted to the proximal rca (MFR report# 2953200-2009-00761), one endeavor sprint rx drug-eluting stent was implanted to the mid rca (MFR report# 2953200-2009-00762) and on endeavor sprint rx drug-eluting stent was implanted to the distal rca (MFR report# 2953200-2009-0763), overlapping. Stent thrombosis of the proximal rca is reported to have occurred approximately 11 days following index procedure. Stenosis diameter was reported to be greater than 70%, associated clinical signs and symptoms were mi and ischemic ECG changes. An angiography confirmed thrombosis of a study stent. It is reported that the patient suffered chest pain and changes in the ECG and was admitted to the intensive care unit, due to suspected stent thrombosis. A revascularization was performed as a result. Details of revascularization have not been provided. Investigator indicated that event was related to the study stent. Patient was asymptomatic / free of symptoms at 30 day follow up.

Manufacturer narrative:
Evaluation code results: (stent thrombosis, mi and revascularization).